Event description:
It was reported by the sales rep that the tip broke off in pt's shoulder. It was retrieved and no harm was done.

Manufacturer narrative:
Original product will not be returned to MFR. Add'l info will be provided once the investigation completed.